Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker was depleting faster than expected. It was also reported that this device had one instance of out-of-range right ventricular (rv) lead impedance measurements. Surgical intervention was performed, the rv lead tested normally on the pacing system analyzer (psa). The device was explanted and the leads remain in service. This device is included in the hydrogen induced premature depletion pacemakers communicated on (B)(6) 2018.